Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin. Customer continued to use the pump for insulin therapy. Customer¿s blood glucose (bg) level was in the 300's mg/dl.

Manufacturer narrative:
The device has been received for evaluation: however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.